Manufacturer narrative:
As per the manufacturer¿s subsidiary, the issue occurred repeatedly but when the unit was restarted the issue was resolved. Additionally, the subsidiary¿s service engineer visited the facility and confirmed an issue in the log but could not find in the log that the pump stopped. Therefore, it was presumed that pump did not stop but the controller display disappeared.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump had stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: no additional information is available after numerous attempts to gather information. From correspondence, it is understood that there was a display issue. The display on the centrifugal stopped working according to the information available, during a cardiopulmonary bypass (cpb) procedure on (B)(6)2021. The information from the log data was unattainable per the intake individuals. A clinician would not exchange the entire centrifugal unit due to the display going blank, for there is a redundant form of information and control on the central control monitor (ccm) of the heart lung machine (hlm) (data give to the intake department is that it was exchanged, questions were asked to gather more information and was not available). There was no delay in the surgical procedure, there was no harm or blood loss due to this issue.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the centrifugal controller powered on by two different cable assemblies for 29 hours and 47 minutes with no observations of a roller pump stop or a display failure.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician noted that the unit appeared to function as intended. He replaced the pod as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.